Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir unable to lock into place. Customer's blood glucose level was 4.4 mmol/l. Customer states that the damage on reservoir lip ring. Customer reported reservoir ring was loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. (B)(4).